Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device was not keeping the date and time after a battery change, and the batteries were only lasting one week in the device. On (B)(6) 2013, while on vacation the patient's mother found her lying in bed cramped. The mother called for and emergency doctor. Paramedics gave her an injection of glucagon. The doctor measured her blood glucose level at 4.2 mmol/l (75.6 mg/dl) and she was taken to the hospital. She received stationary treatment at the hospital. The patient thinks the infusion device delivered an inaccurate amount of insulin. The infusion device was requested to be returned for product evaluation.